Manufacturer narrative:
During a device unrelated surgery, the active electrode was inadvertently pulled out of cochlea, which was confirmed by radiological imaging after the surgery. A revision surgery to re-insert the active electrode was attempted; but the electrode showed multiple channels with high impedance. During device investigation, damage to the active electrode caused by continuous movement was found, which was most likely a consequence of the electrode manipulation during surgery. This is combined initial and final report.

Event description:
According to the report, the patient had an infection and the surgeon cleaned the wound surgically. The patient was explanted on (B)(6) 2017.